Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 4 units. Reportedly, the cartridge was filled with 90 units of insulin. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer loaded a new cartridge onto the pump and received and accurate fill estimate.